Manufacturer narrative:
A ge svc rep performed an onsite investigation. The usb port was reconfigured and the software reloaded. The sys was then found to be operating as intended.

Event description:
The customer reported the sys would not boot up completely. There is no report of pt injury.